Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they were hospitalized for high blood glucose and ketones on (B)(6) 2020. Customer was in emergency room for high blood glucose. Customer¿s blood glucose reading was 498 mg/dl at the time of hospitalization and 390 mg/dl at the time of incident. Customer¿s blood glucose reading was 458 mg/dl past event but they had taken to the hospital. Customer was treated with intravenous injection and manual injection. Customer also reported that the infusion set had bent cannula and insulin pump had insulin flow blocked alarm. Customer stated that the insulin exited. Customer was able to complete carelink upload. Troubleshooting was not performed for high blood glucose. Customer stated that the auto mode was not using. The insulin pump will not be returned for analysis.